Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the neurostimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the incision site with an antibiotic solution before closure, improperly closing the surgical site, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out as potential causes. However, the patient has extremely poor circulation of the lower extremity with thin skin. During the implant procedure the incision was difficult to close as the patient's skin would not hold sutures well. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has extremely poor circulation of the lower extremity with thin skin (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported the receiver pocket opened and an infection was confirmed. Antibiotics were performed and an explant procedure will be performed (date is unknown).